Manufacturer narrative:
The field service engineer (fse) found that the sodium electrode and reference electrode had failed. The fse replaced both and conditioned them. Calibration, precision, and qc were performed successfully. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable sodium (na) electrode results with two patient samples tested on a cobas 6000 c (501) module. Sample 1: the initial result was 127 mmol/l. The repeat result on another c501 was 135 mmol/l. Sample 2: the initial result was 126 mmol/l. The repeat result on another c501 was 138 mmol/l. The repeat results were deemed correct. The test was repeated due to delta checks, overall low na recovery, and a physician's complaint.

Manufacturer narrative:
The electrode lot number was requested but was not provided. The investigation is ongoing.